Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge damaged at the o-ring. Customer loaded a new cartridge to address the issue. Blood glucose level was approximately 130 mg/dl.